Event description:
It was reported that the device produced fragments during surgery. It was later reported that the fragments were metal shavings, that the event occurred during a shoulder or knee arthroscopy and that the joint spaces were flushed out. There was no known pt harm.

Manufacturer narrative:
Final investigation of the device revealed no clear indication of fragmentation. There were no gouges to indicate loss of material. There were no noticeable pits in the exteriors of the inner and outer cannulas. The exterior of the inner cannula did have signs of scoring, and cutting edges appeared damaged and dulled in spots. Alcohol was sprayed down the shaft of each cannula and there were no findings of any metallic material or fragments. The scoring on the exterior of the inner cannula was indicative that some hard material was caught between the inner and outer cannulas, grinding grooves into the metal's surface.